Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states abnormal radiographic eval: osteolysis. Progressive osteolysis in tibial zone one, and progressive osteolysis in the posterior flange of the femoral component, evidence for advancing medial poly eccentric wear. Update rec'd 4/12/2016: patient's medical record received. After review of the medical records for MDR reportability, the patient is experiencing pain, osteolysis, and poly eccentric wear. No date of revision has been provided. There is no new information that would change the current MDR decision. This complaint was updated on: 5/4/2016 update: 11/18/2016 patient was revised to address pain, osteolysis and femoral loosening at the cement/implant interface. The cement manufacturer is unknown. Clinical der was also received and states femoral loosening and osteolysis. Update: 11/18/2016: medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision. This complaint was updated on:12/9/2016 update 12/14/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, poly wear, femoral component loosening (cement-implant interface), tibial component loosening (cement-implant interface), patella loosening (unknown interface), and patella baja. The cement manufacturer is still unknown. The tibial tray is being added to the complaint. This complaint was updated on: 1/5/2017

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.